Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the wire was broken on 130.3cm from distal to broken section and 190.6cm from proximal to broken section. The overall length should be 330cm and the other part of the device was not returned. Evidence of rotational wear was found in the broken section. The spring tip was broken, just 0.6cm of the spring tip returned with the device and the length of the spring tip should be 2.16cm. Adittionally, the device was severely kinked along its body. Dimensional inspection revealed that the overall length and outer diameter (od) of the distal tip were unable to measure due to the condition of the device. The od of middle and proximal section of the device were within specifications.

Event description:
It was reported that the tip of the rotawire detached and remained inside patient's body. A 330cm rotawire and a 1.75mm rotalink plus were selected for use. Upon preparation during platforming, it was noted that the rotawire fractured at the burr and the distal tip of the rotawire also fractured inside the patient's vessel. The physician was unable to remove the distal tip of the wire from the patient, so the tip remained inside the patient's vessel. The procedure was completed with a new rotawire and burr. No further patient complications reported. The patient was reported to be stable post procedure and was discharged home.

Event description:
It was reported that the tip of the rotawire detached and remained inside patient's body. A 330cm rotawire and a 1.75mm rotalink plus were selected for use. Upon preparation during platforming, it was noted that the rotawire fractured at the burr and the distal tip of the rotawire also fractured inside the patient's vessel. The physician was unable to remove the distal tip of the wire from the patient, so the tip remained inside the patient's vessel. The procedure was completed with a new rotawire and burr. No further patient complications reported. The patient was reported to be stable post procedure and was discharged home.